Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold. The reported lead was explanted and replaced on (B)(6) 2023. There were no patient consequences.